Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving a reading of 142 mg/dl from the adc sensor in comparison to a reading of 522 mg/dl obtained on a competitor brand device. As a result, the customer was reportedly "behaving strange" and was taken to the hospital by their caregiver. Upon arrival at the hospital, the customer was administered insulin (dosage unknown) for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving a reading of 142 mg/dl from the adc sensor in comparison to a reading of 522 mg/dl obtained on a competitor brand device. As a result, the customer was reportedly "behaving strange" and was taken to the hospital by their caregiver. Upon arrival at the hospital, the customer was administered insulin (dosage unknown) for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.